Event description:
It was reported that the wake button was not working. Customer's blood glucose (bg) level was 495 mg/dl. Customer was transported via ambulance to the hospital. Reportedly, customer was treated with intravenous insulin to address the elevated bg and transferred for psychiatric evaluation. No additional information regarding the hospitalization was provided. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.